Event description:
The complainant stated when the caregiver started to move the lift to position a resident over the chair, one of the safety latches on the sling bar popped off along with one of the straps. The staff immediately attended to the resident, using the lift to lower the resident safely to the floor.

Manufacturer narrative:
The distributor found that the strap was not properly connected to the sling bar which led to the safety latch on the sling bar popping off with the strap. The safety clip was reinstalled, tested and the lift was found operational. The caregivers were instructed on the proper use of the lift, using the sling with the sling bar and how the sling must be in the proper location on the sling bar before lifting a pt.